Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. Noise was able to be produced on the shock channel. The local boston scientific field representative indicated that the device was reprogrammed to a non-triad configuration as impedances were then within range. Of note, the patient had been seen at a free clinic where there was no access to a electrophysiologist. The patient will be seen for follow up in 3 months. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.